Manufacturer narrative:
Approximate age of device- 4 years and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with low voltage advisory alarms on the system controller while on an ungrounded cable. The patient has had two repairs for probable short to shield without resolution and has been on ungrounded cable. The manufacturer¿s technical services representative reported that the supply voltages are low when connected to the patient cable and a replacement has been ordered. Additional log file submitted reported pump stoppages while running on battery. The patient¿s pump was intermittently stopping while in the office and the patient presented with chest pain and reported passing out. The patient was admitted to the hospital and subsequently expired on (B)(6) 2018. The vad clinician reported that the cause of death was lvad electrical lead failure. The patient had 2 repairs of lead without resolution and did not want pump replacement. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump has not been returned since the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Additionally, the report of suspected driveline damage could not be confirmed through this investigation. Analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Death is listed as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.